Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed a "low battery" meter message. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the alleged product issue began on (B)(6) 2011 at 05:15pm. The patient reported she manages her diabetes with diet and exercise. The patient advised that as a result of the product issue, she took more food and drink as a change to her diabetes management. The patient reported that on (B)(6) 2011 at 07:15pm she became "lightheaded, blur vision, ear buzzing and shaky". The patient reported that no treatment was received due to the product issue. The cca noted that during troubleshooting, it was determined that replacing the battery resolved the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
A device history record (DHR) was reviewed for this particular meter lot and no problems were found for this particular meter lot. For the initial report information was missing.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a